Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-celect-pt. Expiration date: unknown as lot # is unknown. MFR date unknown as lot # is unknown. Summary of investigational findings: the provided images do not show the full device, but seems to show two large kinks on a jugular filter introducer with protection sheath, and an introducer sheath with both one minor kink and a possible tear (image not clear). The difference in the extend and appearance of the kinks might indicate that they are introduced at different times. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy, and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. Resistance then might have been met when filter perforated the introducer sheath leading to the large kink of the filter introducer. Since only one, minor kink is seen on the introducer sheath, and two large kinks are found on the introducer, the kinking of the introducer likely happened outside the introducer sheath and thus outside the patient. Therefore, although unconfirmed, it is believed that the incident is caused by patient's tortuous anatomy leading to the use of excessive force followed by kinking of the introducer sheath. It is noted that the event did not harm the patient and that the procedure was completed successfully. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: user attempted to place a igtcfs-65-1-jug-celect-pt in the left jugular and upon inserting the delivery catheter into the sheath, it perforated the sheath and would not advance. The case was completed with an option filter. Patient outcome: the patient did not experience any adverse effects due to this occurrence.